Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 08/03/2011 and 08/18/2011 by phone, fax, and mail. Additional information was received on 08/03/2011 by fax and email. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient has a refractive surprise and is unhappy with the outcome. In a follow-up, the surgeon reported he does not know the reason for the surprise; there was no evidence of macular or other problems. He indicated that the patient has been referred to a retinal specialist and treatment is planned. In the surgeon's opinion, the device did not cause/contribute to the event. Additional information has been requested.